Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had leakage at the luer connection. The following information was provided by the initial reporter: "leaking from the needle after the first injection. Each syringe is used for multiple injections so much of the medication leaks out of the top. It is a consistent problem every time the syringe is used. She did not feel it was the needle, because they are the same needles we have always used. Unsure if it is just this needle and specific syringe combo? We have used other syringes with same needle and didn¿t have this problem."